Event description:
The customer reported the device won't turn on. There was no patient involvement.

Manufacturer narrative:
Additional information: a1, d10, h6, h10 the affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported the device won't turn on. There was no patient involvement.